Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed which resulted in pacing inhibition and an inappropriate shock. No asystole was noted. However, low out of range impedances of 200 ohms were also observed. It was suspected that the lead had an insulation break, but it was never confirmed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed which resulted in pacing inhibition and 20 inappropriate shocks. No asystole was noted. However, low out of range impedances of 200 ohms were also observed. It was suspected that the lead had an insulation break, but it was never confirmed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.